Event description:
It was reported to boston scientific that a re-entry malecot nephrostomy catheter was implanted during a percutaneous nephrolithotripsy procedure on (B)(6) 2013. According to the complainant, the patient experienced septicemia as a complication of the procedure and required treatment in the hospital for this complication. On (B)(6) 2014, during the removal of the catheter, the device detached around the middle section of the catheter and was left inside the ureter of the patient. The procedure date for the retrieval of the detached portion of the device is still unknown. The condition of the patient is reported to be stable at the conclusion of the procedure.